Event description:
It was reported that the patient presented for generator change procedure. During the procedure, it was noted that the insulation on the right ventricular (rv) lead was damaged. The rv lead was capped and replaced with an alternative lead on (B)(6) 2025. The patient was in stable condition.